Event description:
It was reported that the shock lead impedance of this implantable cardioverter defibrillator (ICD) system was found to be high out of range at 190 ohms. It was noted that the shock impedance values have been intermittent recently due to the patient's declining health. Technical services (ts) advised that an x-ray be done and evaluate the non-boston scientific rv lead. No adverse patient effects were reported. Currently, this ICD remains in service.